Event description:
Voluntary medwatch received states an infection on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156783.